Event description:
The load height requirements of the transporter was not compatible to the height of the ambulance floor. An emt attempted to load the transporter and strained their back.

Manufacturer narrative:
The transporter had not been placed in service. This incident occurred while training an emt on new product.